Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. As the customer was inspecting their pump supplies, a cartridge alarm (cartridge alarm 19) was received during basal delivery. A supply change was performed resolving both issues. There was no reported adverse impact to the customer's blood glucose level.